Event description:
Facility reported that the device broke out of the box, bent. There was no delay in surgery as they had another device in the or. No injuries were reported. The device was evaluated upon return. Evaluation shows the hub has been damaged in an attempt to seat the device in the drilled hole. This can be caused by off-angle insertion or excessive pressure.